Event description:
Note: this report pertains to one of two devices that failed during the same procedure. Refer to manufacturer report number 3005099803-2022-05630 for the first trapezoid rx basket and 3005099803-2022-05634 for the second trapezoid rx basket. It was reported to boston scientific corporation that two trapezoid rx baskets were used on an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During unpacking of the first trapezoid rx basket, the thumb ring broke. A second trapezoid rx basket was opened. However, when attempting to crush a 1.5 cm stone with an alliance handle, the handle cannula broke. The stone was shaken off the basket in the biliary tract and the basket was removed. A third trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Initial reporter facility name: (B)(6). (B)(4).

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: (B)(6). Block h2: correction: block d4 lot number updated. Block h6: device code a0401 captures the reportable event of thumb ring break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted the thumb ring was detached and the sidecar rx was pushed back. No other issues were noted. The customer provided a picture related to the complaint where it was possible to observe the device with the thumb ring detached. The reported event was confirmed. Based on all available information, it is it is possible that at the time to interact with the device an excess of force was applied, inducing an excess of stress over the thumb ring causing the detachment of it; perhaps the manipulation or the technique used could have contributed to this event. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
Note: this report pertains to one of two devices that failed during the same procedure. Refer to manufacturer report number 3005099803-2022-05630 for the first trapezoid rx basket and 3005099803-2022-05634 for the second trapezoid rx basket. It was reported to boston scientific corporation that two trapezoid rx baskets were used on an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During unpacking of the first trapezoid rx basket, the thumb ring broke. A second trapezoid rx basket was opened. However, when attempting to crush a 1.5 cm stone with an alliance handle, the handle cannula broke. The stone was shaken off the basket in the biliary tract and the basket was removed. A third trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event.